Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Clinical study. Same case as 6000089-2006-02040. It was reported that 90 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 2.75x40mm, 90% stenosed, lesion in the mid left anterior descending artery (mid lad) with predilation and placement of two overlapping taxus liberte' drug eluting stents of size 2.75x24mm and 2.5x20mm, reducing stenosis to 0%. There were no reported complications. The patient was discharged 5 days later on aspirin and plavix. At 90 days after the implant procedure, the patient required tvr in the mid lad for 70% stenosis. The lesion was treated with placement of a taxus liberte' stent, reducing stenosis to 0%. The patient was taking aspirin and plavix at the time of this event. In the opinion of the physician, the relationship of the tvr to the stent device was unknown. This product is only ous approved but it is similar to a marketed us device.